Event description:
It was reported by the customer that a pyxis medstation es system tower door 8 keeps failing and need maintenance. The customer stated that the malfunction was occurred when they trying to issue medication to patient but the nurse was able to recover the storage space and retrieve the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower door failure. A field service engineer replaced mini switches on latch. The system functioned as intended as the field service engineer troubleshooted the device.